Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues during the implantation procedure were reported by the physician, who was unable to obtain a proper connection utilizing two separate screwdrivers. The physician indicated that the set-screw was then removed by loosening. The set-screw was re-inserted and tightened, but the clicking of the screwdriver was not obtained. Impedance measurements were verified 4 times with stable values. Therefore, the device was implanted.